Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced slide rail and reassembled the components in station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawers were not being detected on the communication bus and failed to open. The customer stated that there was a delay in dispensing medication to the patient. However, there was no patient harm reported as they were able to get the meds. There were no adverse events or injuries reported based on this event.